Event description:
It has been reported that insert didn't fit to the baseplate, when it was attached during surgery. The next insert which the surgeon took, fitted fine. There was no adverse consequence for the pt or delay in surgery or anesthesia time.